Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord plug was evaluated and replaced. The x-ray on switch on the c-arm was removed and replaced. Camera iris stops calibration and a full generator calibration were performed as well. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, froze, and locked up. No patient serious injury or death was reported related to this event.